Event description:
There was recall on omnipods they replaced 30 of them for my child and the same issue is happening, the insulin is leaking out and making the adhesive wet and pod is falling off child, they will not replace all the ones they sent me only the ones that I have used and I do not feel safe using these on a 7 year old, she is getting jabbed by the needle on this pod everyday instead of every 3 days, that is how long the pod should stay on. I have used pods from 3 different lots one I have 15 pods, second lot I have 10 and 3 lot I have 10. It is unsafe to use the remaining pods as she is not getting the correct dose of insulin since it is leaking and could cause a medical emergency for my child. Omnipod rep did not care and only said I had to use the defective pods since they were not on the recall list as of yet. Dpc: 1250; 1068; 1405; 2923; 2588; 2182. Hecc: 2462; 2330. Reference reports: mw5189154; mw5189155; mw5189156; mw5189157; mw5189158; mw5189159; mw5189160; mw5189161; mw5189162; mw5189163; mw5189164; mw5189165; mw5189166; mw5189168; mw5189169; mw5189170; mw5189171; mw5189172; mw5189173; mw5189174; mw5189175; mw5189176; mw5189177; mw5189178; mw5189179; mw5189180; mw5189181; mw5189182; mw5189183.